Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune disorder"), tooth loss ("teeth fall out") and bladder prolapse ("prolapsed bladder"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, tooth loss and bladder prolapse outcome was unknown. The reporter considered autoimmune disorder, bladder prolapse, medical device removal and tooth loss to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: autoimmune disorder, tooth extraction, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events were added as "medical device removal, "tooth extraction" and "prolapse bladder". The seriousness criteria for the event "autoimmune disorder" was unmarked as medically significant. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.